Event description:
It was reported that the patient underwent vns explant due to the high impedance. The explanted lead and generator will not be returned due to the explanting facility's policies. No additional or relevant information has been received to date.

Event description:
A high impedance event was identified on the patient's vns device during a periodic review of the manufacturer's programming history database. Lead impedance was normal throughout the available data from the date of implant until the high impedance was observed approximately nine years after implant. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.